Event description:
Reported to co on 5-28-97. In 09/96, a tens unit was prescribed to a pt for pain mgmt. The unit was used for several days. On a follow up visit a cardiac arrhythmia was detected. The pt discontinued use. His health continued to degrade. On oct 16, 1996 the pt was admitted to the emergency ward. Tests determined he was suffering from severe arrhythmia that required a surgically administered electric shock to correct. The pt continues to be concerned about long term effects on his health.